Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the force amplification pulley. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The protruding wire interfered with normal grip articulation, resulting in non-smooth gripping motion and the grips did not fully close. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument tips wasn't articulating correctly and surgeon felt he was meeting resistance when using. The procedure was completed with no reported injury.